Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01325. The pt had two leads implanted with the same lot number. It was reported the pt was not feeling well and is experiencing a heating sensation at her ipg and lead incision sites. The pt met with her physician and he stated everything looked well and there was no redness at the sites. Blood tests were done and the results are pending. The pt reports she is feeling better.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.